Event description:
It was reported the patient underwent a left knee revision approximately eight months post-implantation due to arthrofibrosis and implant malposition. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00069, and 3007963827-2022-00070. Concomitant medical products: articular surface medial congruent (mc) left 11 mm height: catalog#: 42512100711, lot#: 64419136. Natural tibia cemented 5 degree stemmed left size e: catalog#: 42532007101, lot#: 64475243. All-poly patella cemented 35 mm diameter: catalog#: 42540200035, lot#: 64621968. Biomet bc r 1x40 us: catalog#: 110035368, lot#: 915cak19. Biomet bc r 1x40 us catalog#: 110035368, lot#: 915cak19. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.